Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they had motor error. The customer reported that they received a motor error alarm. Customer was able to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.